Event description:
It was reported that the custome's insulin pump was suspended due to low isig. Customer also reported difficulties inserting the sensor, and it was stated that it is possibly due to a bent cannula. Customer's blood glucose level at the time 7mmol/l. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.